Event description:
This is a report of a home patient (hp) who experienced peritonitis. The peritonitis manifested as cloudy effluent, abdominal pain, and vomiting. Two days later the hp was hospitalized for the peritonitis. The cause of peritonitis was break in aseptic technique. On the same day, retraining of aseptic technique was performed. On an unreported date, the hp was treated with cefazolin and ceftazidime. The doses of cefazolin and ceftazidime were 125mg (frequency unknown). Additional information was requested, however was not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.